Manufacturer narrative:
The device was returned to the manufacturer for repair. The metal shavings are not attributable to the customer complaint or primary failure mode. The device was repaired and returned to the customer.

Event description:
It was reported that metal shavings were found in the collet during a repair. There were no adverse consequences related to this event.